Event description:
Lens insertion instrument was defective and damaged lens implant prior to insertion. New instrument and implant obtained. Defective instrument sent for repair. Damaged lens did not reach patient.